Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as feeling weak. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering and wanted to have their settings changed. Troubleshooting was not completed as the customer declined. The customer had started on a diet at the time of the incident. The insulin pump will not be returned for analysis.